Event description:
Reportable based on investigation completed on (B)(4) 2014. It was reported that lost image occurred. During a procedure, an opticross¿ imaging catheter was used in order to visualize the unspecified lesion. However, lost image occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint of the device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. After device analysis, the following were observed: the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).